Event description:
The endo gia stapler load appeared to misfire or incompletely fire compromising the staple line across a vessel during thoracotomy procedure. The staple bent; it would not close properly.